Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received a winding former with one paper cover and one needle suture pertain to the product code vcp1359h. The suture was examined and the end was cut, however, the insertion end of the suture was not returned. Upon visual inspection of the detached needle, the needle noticed to be bent with marks by a surgical instrument, the swage area and hole of the needle were noted with marks by a surgical instrument and the hole was observed with suture remnant. Additionally, photos were provided and they showed a suture piece, one detached needle with a winding former and a paper cover. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained via: - if it becomes available in the future, please provide lot number: unknown. Please clarify if the attachments (vcp1359h-11.27.jpg) mentioned in note (B)(4) and pictures (1), (2) and (3) available in the attachments section are the same files. If not, please re-upload attachments (vcp1359h-11.27.jpg). Yes, they are the same files.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing during the surgery. Enclosed please find defect photo. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable. No adverse patient consequences were reported. Additional information was requested.